Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device would not inflate as the pump was not working. A surgical procedure was performed during which the pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01, batch/lot number: 1100785237, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the conclusion code of cause not established was assigned to this investigation.